Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion was due to component failure and the cause of foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects were observed in the air/water cylinder and the c-cover had corrosion. The service technician assessed the condition and could not determine a clear cause of the damage. There was no patient involvement.